Event description:
Reportedly, the distributor noticed that there was no audio alarm sound coming from the ventilator when he was performing the functional test at their facility. There was no pt involvement in this case. However, if it were to recur on a pt, the ventilator would not have been properly capable of warning the user to audibly notify in case something went wrong.

Manufacturer narrative:
Manufacture date is not identified. Product serial number given by distributor was not MFR's serial number.